Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert related to rv automatic threshold detected as greater than programmed amplitude or suspended. Pacing thresholds have been observed to increase since implant but also vary. A drop in sensing and impedances, within normal limits was also observed. A chest x ray (cxr) was completed to determine if the rv lead had dislodged but the cxr showed the rv lead in the same position. The physician decided not to complete a lead revision, also concluded a micro dislodgement was present and is accepting lead performance. They will monitor the rv lead. There was no inappropriate therapy, no events were stored, and no interventions are planned. No adverse patient effects were reported.